Event description:
It was reported when uploading reveal software update, an error message displayed. Tried to reboot twice but did not succeed. The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement was reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) ECG (electrocardiogram) lead I, select, and fain test, low and high filter tests tested out of specification. Printed circuit board found out of electrical specification. Keyboard latch broke off. Device had a system error after interrogation.